Event description:
It was reported that during the implant of a monarc, the physician had difficulty removing the plastic sheath from the sling. No patient complications were reported in relation to this event.